Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: immediate hemostasis following manta was achieved, however the post closure angio showed a focal dissection with decreased flow in the common femoral artery. Balloon angioplasty restored flow to the vessel but a small dissection flap could still be seen so a short self expanding stent was placed to tack up the dissection flap. Final angiogram looked good. Pt had a closure device from a different company placed in same femoral artery 2 weeks prior.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. No issues were encountered advancing or exchanging procedural sheaths. A mid to high normal positioned access was gained utilizing ultrasound and micropuncture. The arteriotomy was 7.1mm, with a depth measurement of 6cm + 1cm. Two weeks prior to this procedure, a competitor closure device was placed in the same femoral artery. The IFU warns do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (30 days) vascular closure device placement in same femoral artery. Following deployment, hemostasis was immediate. A post angiogram revealed a focal dissection with decreased flow in the common femoral artery. Dissections are a large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Balloon inflation was applied, restoring flow; however, a small dissection flap was present. The physician deployed an expanding stent to tack the dissection flap in place, restoring complete flow. The safety and effectiveness of the manta device has not been established in the following patient populations: patients who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery, and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage, and vessel laceration or trauma.